Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure when opening the package, it was confirmed that there were 6 needles present in the package. The product was not used in the procedure. This issue was noticed prior to use and there was no patient involved in this event.